Event description:
It was reported that during a ptca/stenting procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at nominal pressure. The number of inflations performed is not known. The lesion being treated was a calcified, 100% stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was removed and the procedure was completed with another balloon. A terumo introducer sheath, a terumo guide wire, a mach1 guide catheter, a cypher stent, and a encore inflation device were also used in the procedure. No pt injuries complications were reported.